Event description:
Intermittent catheter patient (user) reported he contracted a uti. There was no device problem or injury reported. Patient stated he inadvertently let the catheter touch the collection container which was not sterile. He feels this may have caused the uti. Patient took initial antibiotic but changed after two days due to a reaction. The patient took the second antibiotic for 8 days and has recovered fully.